Manufacturer narrative:
It was reported that the user rocks heavily in the chair. It is possible that the chair is not appropriate for this user. The product manual warns that "a qualified professional must assess the appropriateness and safety of all equipment for each user".

Event description:
It was reported that the release head on the gas spring that controls the tilt of the chair broke, allowing the chair seat to tip back.